Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -07.00 (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6, -07.00 diopter implantable collamer lens in the patient's left eye (os) on (B)(6) 2016. Excessive vault and elevated intraocular pressure was noted. The lens was exchanged for a shorter length lens with a similar diopter. This resolved the problem. Patient's last visit on (B)(6) 2016, ucva was 20/16.